Event description:
A customer in the united states notified biomérieux of misidentification of an organism during api proficiency survey associated with vitek® 2 yeast (yst) identification (ID) test kit. The vitek® 2 yeast (yst) identification (ID) test kit results reported candida parapsilosis 93%, and the expected result was candida tropicalis. The test was repeated on the same instrument with the same sample and the result was candida tropicalis 95%. There was no patient directly associated with the survey sample. Biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted due to a customer in the united states reporting the occurrence of misidentification of an api survey sample ca-12 candida tropicalis as candida parapsilosis from vitek® 2 yst ID card lot #243388640. Upon repeat testing, an identification of candida tropicalis was obtained. Biomérieux internal investigation was conducted; however, the customer did not comply with biomérieux request for strain submittal. Two lab reports were submitted by the customer. One lab report showed a very good identification of candida parapsilosis with two atypical reactions (naga-, laraa+) for an identification of candida tropicalis according to the yst knowledge base. The second lab report showed a very good identification of candida tropicalis. Without the strain or raw data, it is not possible to further evaluate the cause of the misidentification. Vitek® 2 yst lot 243388640 met final qc release criteria. There were no misidentification issues observed on initial qc performance testing. No ncmr was written against this lot. The investigation concluded the vitek® 2 yst ID test kit is performing as intended; there is no investigational evidence the product is performing outside specification.